Manufacturer narrative:
Visual analysis was performed on the returned product. The reported use of a non-barewire was confirmed as the unit was returned with a non-barewire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or inability to retrieve the filtration element¿. The barewire filter delivery wire is equipped with a 0.019¿ distal stop to prevent the filter from coming off the distal end of the wire. Failing to use the provided barewire filter delivery wire appears to have contributed to the difficulties. Based on the reported information and evaluation of the returned unit, failing to use the provided barewire filter delivery wire as instructed in the product instruction for use caused the filter to come off the guide wire resulting in unexpected medical intervention to snare the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the superficial femoral artery (sfa) with heavy calcification. The small emboshield nav6 embolic protection system (eps) was loaded on to a ht powerturn flex guidewire (gw). During advancement it was noted that the gw was not long enough to reach the intended location. The eps and gw were to be removed when the filter came off the gw in the distal sfa. A thrombectomy device was used to snare the filter from the patient. The gw was removed from the patient without issue. There was no adverse patient sequela. A longer guidewire and balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code clarifier- guide wire / fdw selection incorrect.